Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was tightened and the power supply was adjusted. The board and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported x-rays were disabled. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.